Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep said patient has been getting desired settings not available for a month or 2. Patient's amplitude level was in the low 20 ma. Impedance was around 400-800 ohms, thus based on those parameters patient was hitting the limit of the system. Rep said patient was programmed 390usec, 70hz, and he ended up adding a new program by a cathode and an anode, which allowed patient to feel stimulation at around 16ma; now patient will only need to recharge every 2 days, rather and twice a day per rep. The caller was not with the patient. Information was received from a patient's representative. Pt rep. Reported that the pt was going to get the leads and implantable ne urostimulator (ins) replaced(the whole system "redone") on 03-march because the pt had so many issues over the past 1.5 years. Pt rep. Said the pt had "various spinal cord stimulators(scs) over the past 20 years, patient services (pss) did not ask more details, but this scs device had given the pt so much trouble. Pt rep. Said the scs was not working right. 3-4 mdt reps had worked with the pt and pt had been reprogrammed several times. Pt said the last mdt rep. They had worked with was 5-6 months ago, but when they reprogrammed the pt, the pt's new program was not working even as well as the old one. Pt said they had reflex sympathetic dystrophy. Pt was reset to old program.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, and product type: lead. Event date is unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.